Manufacturer narrative:
Trend analysis: no trend considering the following event is identified: tip of wrench broken, threads of screw of tightening clamp damaged. Device history records (DHR): as no lot number was provided for the device, the device history records could not be reviewed. The missing device data information was requested and is currently not availble. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event description (event details, per) - event summary: it was reported that the patient's fracture has not united well even almost one year after surgery, therefore the nail was revised. No medical data such as x-rays, surgical notes or any other case-relevant documents received. Additional documents were requested and are currently not available, no product was returned to zimmer biomet for in-depth analysis. The device was requested for investigation and is currently not available. According to the informaiton received the device location is unknown. Review of product documentation - the surgical technique has been reviewed. It is mentioned that contraindications are "all concomitant diseases that may impair the fixation of the implant and/ or the success of the intervention" and "lack of bone substance or poor bone quality impairing stable fixation of the implant". - IFU: the packaging insert has been reviewed. It is written "patient counseling information complications and/or failure of temporary internal fixation devices are more likely to occur in patients with unrealistic functional expectations, heavy patients, physically active patients, and/or patients that fail to follow through with the required rehabilitation program". Additionally, the contraindications, risk factores and adverse effects are summarized. Root cause analysis root cause determination using dfmea: - loss of binding safety between components, non union, mal union due to inadequate design for intended performance screw and nail interface => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - loosening/ cut out of implant in bone due to loading, poor bone quality and implant position => possible: this cannot be excluded as no x-rays or information about patient's bone quality or activitiy level are available. - re-fracture due to inappropriate patient behaviour => possible: it cannot be excluded based on the available information. The packaging insert IFU has to be considered. Conclusion summary it was reported that the sirus intramedullary nail has been implanted on (B)(6) 2014 and revised on (B)(6) 2014 as no bone union has taken place. The product has not been returned for an investigation. Moreover, no x-rays or surgical reports have been provided. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact) and relevant medical history is unknown. Adherence to rehabilitation protocol is unknown. No similar events have been reported for this product number or lot number. Therefore a product failure seems very unlikely. Based on the available information, an exact root cause for the non-union of the patient's bone could not be determined. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The case at hand was reopened due to additional information received and a reassessment of the case was performed, the investigation results have been updated accordingly. Concomitant medical products - medical product: zimmer locking screw, self-tapping, 4.9 mm, 54 mm, catalog # 02.03149.054, lot # unknown. Zimmer locking screw, self-tapping, 4.9 mm, 80 mm, catalog # 02.03149.080, lot # unknown. Zimmer sirus®, cervical screw, 6.5x105 mm, cannulated, catalog # 02.03100.070, lot # unknown. Zimmer sirus®, cervical screw, 6.5x90 mm, cannulated, catalog # 02.03100.067, lot # unknown. The following reports are associated with this event: 0009613350-2018-00265. 0009613350-2018-00266. Event summary: it was reported that the sirus nail and screws have been implanted on (B)(6) 2014 and revised on (B)(6) 2014. There has been a nonunion of the patient's fracture of the left femur and a breakage of the nail and of one distal locking screw review of received data: a medical report from the revision surgery has been received. Diagnosis: non union subtrochanteric fracture of left femur with interlocking nail insitu and breakage of nail and one distal locking screw. Patient has started weight bearing walking in (B)(6) 2014 and noticed pain after 2 weeks of weight bearing walking. Examination showed that the left lower limb is shortened and externally rotated. An x-ray analysis showed that the nail has broken at the proximal locking screw level and additionally one distal locking screw has broken. Revision surgery took place on (B)(6) 2014. No conspicuousness reported. Root cause analysis: root cause determination using dfmea: breakage of implant due to inadequate design for intended performance (strength) => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Loosening/ cut out of implant in bone due to loading, poor bone quality and implant position => possible: this cannot be excluded as no x-rays or information about patient's bone quality or activity level are available. Re-fracture due to inappropriate patient behaviour => possible: it cannot be excluded based on the available information. The packaging insert IFU has to be considered. Defect of medical device due to instruments (non-fitting and implant damage) due to wrong surgical procedure => possible: it cannot be excluded based on the available information and as the implants has not been returned. Surgical technique has to be considered. Implant failure due to implantation of a damaged implant => possible: it cannot be excluded based on the available information and as the implants has not been returned. The packaging insert IFU has to be considered. Conclusion summary it was reported that (B)(6)male patient has been implanted with a sirus intramedullary nail on (B)(6) 2014 and revised on (B)(6) 2014. The sirus nail and a distal locking screw have fractured. Additionally, no bone union has taken place. The products have not been returned for an investigation. Therefore no analysis of the fractures could be performed. Moreover, no x-rays have been provided. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact) is unknown. Adherence to rehabilitation protocol is unknown. Normal bone healing process did not occur. One possibility is that the implants have been overstressed due to the nonunion of the patient's bone. However, based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer biomet considers this case as closed again. (B)(4).

Event description:
The patient was revised about 11 months after implantation due to non union subtrochanteric fracture of left femur with interlocking nail insitu and breakage of nail and one distal locking screw.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a sirus intramedullary nail for femur, left, 12, 360 mm on the left side on (B)(6) 2014 and the patient underwent revision surgery on (B)(6) 2014 due to the non-union of the patient's fracture.